Manufacturer narrative:
The technician replaced scale power control board assembly to resolve the issue.

Event description:
The account alleged there was no audible bed exit alarm at the bed. No patient impact.